Event description:
The pt's spouse said pt looked pale and had hypoglycemic symptoms. The spouse tested pt's blood glucose on the suspect device and obtained a reading of 274mg/dl. Spouse retested a few minutes later and the result was 321mg/dl. The pt is on an insulin pump and a bolus of 6 units was injected. Another test result was then 393mg/dl. Forty-five minutes later, the pt went into insulin shock and had seizures. The ambulance was called and upon arrival the emergency medical technicians tested pt's blood glucose on emergency medical technician's device. The result was 24mg/dl. Pt was given an IV and 2 units of glucose and retested. Results of retest on the emergency medical technician's device was 122mg/dl. Results on pt's device read 177mg/dl.